Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. Pfs alleges hip and leg pain, pseudotumor formation and osteolysis. After review of medical records for MDR reportability, the patient was revised to address pain. Revision notes reported of exuberant scar tissue and pseudotumor. MRI revealed a foci of wear debris. Added stem to the complaint since on the other side there was an allegation of elevated metal ions, however there were no laboratory results provided. Doi: (B)(6) 2009; dor: (B)(6) 2017 (right hip). Patient is bilateral, (B)(4) for left side.

Manufacturer narrative:
UDI: (B)(4).

Event description:
In addition to what were previously alleged, ppf alleges metallosis.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.